Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of the insulin pump were hit multiple times and harder for them to activate. Customer¿s blood glucose level was unknown. Customer also reported that the bottom of the casing there was discoloration and looks burnt, crack in the casing around the screen and random no delivery alarms. Customer stated that one time rewind seemed slower than normal. The insulin pump will not be returned for analysis.